Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge using the usb cable and wall adapter. The customer's blood glucose (bg) level was 159 mg/dl. Tandem technical support sent the customer a replacement usb cable and wall adapter. Upon follow up, the customer reported that the pump was able to charge successfully by using the replacement usb cable and wall adapter.